Event description:
Same case as: 2134265-2013-08867, 2134265-2013-08865. It was reported that the motor drive unit was unable to perform pullback. The non tortuous and non calcified lesion was located at the distal of right coronary artery. The ilab motor drive unit was used in conjunction with unspecified coronary catheter intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. Automatic pullback was attempted 5 to 6 times and manual pullback was not performed. Procedure was completed with another with the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).